Event description:
It was reported by service report that there was a broken weld on the x-frame. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
X-frame tube. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.